Event description:
A us distributor contacted zoll to report that a patient developed an irritation under an electrode. Patient described it as more of a bruise due to laying on his back. There was no alleged device malfunction contributing to the irritation. Patient had methidex cream by a nurse in the hospital. There are no indications that the patient was in the hospital due to irritation or was the stay extended. Follow up indicated that their back is healing.